Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-06045. The device has not been returned for evaluation at the time of this reporting. It is unknown if the patient has been revised; follow up attempts were performed with no additional information provided. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the liner disassociated from the acetabular cup post primary implantation. No further information has been provided at this time.

Manufacturer narrative:
Upon reassessment, it was identified that the report was inadvertently reported under the MFR: 0001822565-2017-06046. This report should be voided. The correct report will be submitted under MFR: 0001825034-2017-11189.